Event description:
Report received of adverse pt event while the device was in use. The pump was programmed to deliver an unspecified concentration of morphine in the pca only mode, with a 1ml pca dose, a loading dose of 2ml, an 8-minute pt lockout, a 10ml 1-hour limit, and a container size of 250ml. After an unspecified length of time, it was reported that between 100ml-125ml was delivered. The pt was reportedly transferred to ICU. No further info was provided regarding the pt's condition or outcome. Though requested, the customer declined to provide additional info.